Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had leaky reservoirs. The customer's mother stated that the doctor agreed that the reservoirs were leaking during the filling process from the vial. Nothing further was reported.